Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was high. The cartridge and infusion set was changed multiple times. The customer disconnected from the pump and declined to provide additional information regarding what was being used for diabetes management. The customer was to reconnect to the pump after a new infusion set was inserted.